Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the distal end plastic cover (d/e plastic cv) burned was cause traced to component failure and for white residue air water cylinder was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited distal end plastic cover (d/e plastic cv) burned and white residue air water cylinder. There was no patient involvement.